Event description:
Had essure placed (B)(6) 2008. Had numerous boils on my backside, and around private area, started exactly 1 month after procedure, which were painful, had to have them lanced and packed. Missed many days of work. Saw multiple docs, said could not be related. (Although I never had them prior) these are still happening. Extreme dandruff in scalp and private area. Gained 25 lbs. Heavy periods, bled through. This never happened prior to implant. Night sweats terribly which continue. Hair falling out after shower. Terrible low back pain, which I still suffer from. Had labs done by my pcp. Was dx with mgus. Watched until 2012 when I was dx with multiple myloma. Had 5 months of chemo, 2 bone marrow transplants. Still on chemo and multiple drugs, and was told I will be for the rest of my life. Definition of mgus - body's response to an antigen. Which in my case is the nickel in these coils. I am allergic to nickel. Not once prior to placement was I asked this. Also, I went to have my tubes tied. My pcp told me that they just go in your belly button. You'll be home same day. Was referred to gyn. He said we do essure now. Much easier, and less recoop time. Never had the option. Was told essure is what we will be doing. My biggest mistake was listening to my gyn. I have been out of work since (B)(6) 2012. I have worked, sometimes 2 jobs at once since I was 16. This device has changed my life, and not for the good. I'm so depressed, angry. Essure needs to be removed from the market asap. I do not want another woman to go through the hell I've been through.